Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient had a surgical procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance . Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies, however, near the terminal pin a necked-down inner coil confirmed a helix issue. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high pacing threshold.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issue. Additional information confirmed that during a post implant check the lead exhibited elevated thresholds and during surgical intervention helix issues were encountered. No additional adverse patient effects were reported. The lead is expected to be return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that during a post implant check, this right atrial (ra) lead exhibited elevated thresholds and during surgical intervention helix issues were encountered. This lead was successfully explanted. No additional adverse patient effects were reported.